Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) noted that the system was unable to boot up completely. Analysis of system logfile showed that the host pc was failed to start during the previous system boot. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc, hard disk, and reloading software by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order.